Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported on this batch of access ports released in (B)(6) 2023. Investigation results: we did not receive the complaint sample for avaluation. One picture of the explanted device shows the catheter disconnected from the access port. The connection ring is missing. Conclusion: without the complaint sample nor the x-ray pictures, we cannot conclude on the real cause of this incident occured only 1 month after implantation. This is a rare incident, no corrective action is envisaged for the moment.

Event description:
After one month of implantation, on (B)(6), the patient underwent chemotherapy review and found that the catheter and access port were detached. Sample not available.